Event description:
"S/p l mrm for questionable intraductal vs lobular ca. Told high chance of bilaterality and had mirror image bx r - with 0/19 ln's + ned, underwent l breast reconstruction with staged tissue expansion with 550cc replicon. Pt had h/o delay of 2nd stage secondary rash on left breast. Rx'd with hydrocortisone by dermatologist. This cleared and sx was apparently uneventful. 1 mon ago developed both the recurrent rash and a tense, purple, tender area in the medial l breast - was rx'd both with oral cortisone and cipro and sx's have decreased. C/o slower progressive firmness and tenderness in l breast, increased and systemic c/o's developing since sx to include chronic fatigue.